Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions, it states, "intraoperative fracture or breaking of instruments has been reported for general instruments." Examination of returned device found no evidence of product non-conformance. Review of the device could not confirm the reported condition. A conclusive root cause of the event could not be determined this report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-03535 / 03309).

Event description:
During a hip arthroplasty it was not possible to insert the inner bar into the reamer instrument. It is not known what was used to complete the procedure. There was no patient injury or delay in the procedure.